Event description:
It was reported that a pt underwent a sling procedure in 2008. Post-operatively, the pt's stress incontinence did not improve. The surgeon had moved out of the state, and the pt was seen in f/u by another physician who performed an examination and found a large "knuckle" of mesh exposed in the vagina. Estrogen cream was prescribed and a urogynecologist was consulted. By the time the pt presented to the urogynecologist's office, the edge of the mesh was exposed along the entire left side of the vagina, in addition to the large extrusion previously mentioned. The pt demonstrated stress incontinence during the examination. The pt was admitted to the hosp for removal of the mesh and a burch retropubic urethropexy two and a half months later. Mesh was found in the left retropubic space and removed. The pt has remained continent at her first two post-operative examinations.

Manufacturer narrative:
(Mesh exposure occurred). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.